Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump touchscreen was frozen, unresponsive, and delayed. Customer's blood glucose was 59-172 mg/dl. Customer performed pump reset and resolved issue.